Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During the initial bench testing, the sprintpack power manager failed the battery charging test and failed to power up the golden testing ltv ventilator. The ventilator was not able to take a charge. Visual inspection of the sprintpack power manager did not reveal any anomalies and the seal was not broken, however, further investigation and internal investigation found strong signs of overheating and damage.

Event description:
It was reported to vyaire medical that the output voltage from the power manager was 0 volts when connected to the ac adapter. While in service, it was discovered that the unit overheated. There was no patient involvement associated with this complaint.